Event description:
Allegedly package was opened at surgery and white powders were found on this stem. This stem was implanted after cleaning by physiological saline. Another implant with the same lot number was inspected and the same condition was found. Returning the unused implant.

Manufacturer narrative:
Conclusion: device was out of specification in a manner that relates to event.

Manufacturer narrative:
This is a reportable malfunction. No patient serious injury occurred during this event. A follow-up report will be submitted on the device evaluation.